Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a representative stating the cause of the stimulation turning off at night is unknown, but it only happens when she uses a program with neurosense. The patient is now currently using a program with adaptivestim. The issue has been resolved and the information confirmed/provided by the physician.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implanted neurostimulator (ins). The rep reported that for past few months, pt indicated that their stimulation is shutting off at night. Pt will feel a return of their pain and check their remote and stimulation will be off. Pt charges daily for about 10 minutes to top off the ins. Per caller, the pt doesn't use their phone app for recharging, just the wireless recharger and pt listens for the signal that indicates that the ins is fully topped off. Pt uses neurosense (ns) programming with about 5.2ma (was set at 5.0ma at clinic). Pt does have a neuro sense group for sleeping that they have been using. Reviewed potential that ins is depleting and causing stim to turn off and role of ns being suppressed too much during sleeping but this shouldn't cause stim to turn off. Caller will check with pt about any exposures (scans, etc) that could cause stim turn off unexpectedly. Reviewed checking pt's recharge info when they meet with the pt. Caller may suggest that pt try a different group at bedtime that's not ns to see how that works.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.